Event description:
It was reported that the patient presented in-clinic for follow-up. Stored egm episodes due to oversensing of mypotentials were observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 16.0-17.0cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location. External insulation abrasion was noted at 7.0cm from the connector pin, consistent with lead friction to the ICD can. The sensing coil was exposed at this location. This is consistent with the observation from the field of oversensing if the lead were to come in contact with the ICD can.